Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although four different complaints were created because of different parts needed to repair the unit, and the file numbers are the following:(B)(4).

Event description:
(B)(4). The dealer reported that the 65550 rollator front caster wheel was broken in half. There was no patient injury reported.